Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. The lesion was predilated with a 3.50 x 8 mm semi compliant balloon. A 3.50 x 16 mm promus premier drug-eluting stent was advanced for dilation. However, after deployment of the stent, a type a proximal edge dissection was observed and covered with another stent to complete the procedure. There were no further patient complications. Patient fully recovered and was stable.